Event description:
Patient had right hip surgery on (B)(6) 2010. Received notification of the recall. Patient stated not in pain, no problem walking, only stiffness when walking too long on concrete. Has scheduled an appointment for xrays (B)(6) 2016. Wanted to know if his implanted device was part of the recall (does not have the implanted information from surgeon and/or hospital). Update: it was reported that the patient's right hip was revised. Intra-operatively, the head was found loose on the trunnion, which had 'duck billed', and a moderate amount of black tissue was noted in the patient. The patient's stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
Reported event: an event regarding wear and disassociation involving an accolade stem which was mated with a v40 cocr lfit head was reported. The event was confirmed via clinician review and evaluation of the confirmed device. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: damage on the stem trunnion and head taper was consistent with loss of taper lock. The sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head and stem base alloys were consistent with the material callouts on their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who revealed that review of these records confirm revision of a primary tha stem head and liner. It was reported that "intra-operatively, the head found loose on the trunnion, which had 'duck billed', and a moderate amount of black tissue was noted in the patient". Review of the (B)(6) 2020 ap x-ray showing angulation of the head in relation to the stem is consistent with these reported findings. The reported "duck billing" is a description of loss of material from the trunnion due to loss of mechanical interlock between the trunnion and female taper of the head. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the clinician review of the provided medical records revealed that "review of the (B)(6) 2020 ap x-ray showing angulation of the head in relation to the stem is consistent with these reported findings. The reported 'duck billing' is a description of loss of material from the trunnion due to loss of mechanical interlock between the trunnion and female taper of the head. " the material analysis report conclude that damage on the stem trunnion and head taper was consistent with loss of taper lock. The sem analysis on the head taper was consistent with fretting and adhesive wear. Eds showed that the head and stem base alloys were consistent with the material callouts on their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. It was reported that the customer was inquiring if the reported device is subject to a recall. Based on the review, the reported accolade stem is not involved in a recall. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc/CAPA. Further information such as return of device is needed to investigate this event further. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had right hip surgery on (B)(6) 2010. Received notification of the recall. Patient stated not in pain, no problem walking, only stiffness when walking too long on concrete. Has scheduled an appointment for xrays (B)(6) 2016. Wanted to know if his implanted device was part of the recall (does not have the implanted information from surgeon and/or hospital). Update: it was reported that the patient's right hip was revised. Intra-operatively, the head was found loose on the trunnion, which had 'duck billed', and a moderate amount of black tissue was noted in the patient. The patient's stem, head and liner were revised. Rep confirmed there are no allegations against the revised liner.